Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. The right ventricular lead exhibited oversensing causing pacing inhibition. The lead was capped and replaced.